Event description:
The consumer reported that he could not feel stimulation since last week and could not connect with the programmer. The change in therapy or symptoms was considered sudden. The patient stated he had very bad hearing and would have his son call back for troubleshooting. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.